Manufacturer narrative:
Implant fractured. Construction and regio are unknown. Further statements are not possible. Material analysis could not be done as there was no product provided for evaluation.

Event description:
Implant fracture.